Event description:
During an unknown procedure, it was reported by the affiliate that the device jammed. There was no consequence to the pt. Add'l info received on 3/5/97. It was stated that the procedure was an "eventration".

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: no. Staples in nose: 1 formed/2unform. Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the cartridge nose and with 2 unformed staples fired over the formed staple. The formed and unformed staples were removed from the cartridge nose, and the instrument was cycled, fired, and properly formed the remaining 17 staples without incident. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.